Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump that the "machine fell to the floor and broke the hook to close the door;" this condition had the potential to interrupt delivery. This condition was found in the intensive care unit. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of the "machine [flo-gard infusion pump] fell to the floor and broke the hook to close the door" was confirmed during product evaluation. This condition was caused by a broken door latch. The door latch was replaced to correct the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.